Event description:
Ous MDR - it was reported that about 1 year after implant, oversensing and inappropriate vt detection were noted via homemonitoring. The patient was asymptomatic. The lead was replaced and not returned for analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.